Event description:
Related manufacturer reference number: 2017865-2025-15436. It was reported that the right ventricular (rv) lead exhibited episodes of low pacing impedance and over-sensed noise, and the right atrial (ra) lead exhibited episodes of over-sensed noise, resulting in episodes of inappropriate automatic mode switch (ams). Clavicular crush on the rv and ra leads was suspected. The rv and ra leads were explanted and replaced. There were no patient consequences.